Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04002. The pt received his scs system on (B)(6) 2010, including two leads (with different lot numbers). It was reported the pt no longer had the stimulation coverage he had previously. Reprogramming was unable to recapture the desired stimulation. The physician has scheduled a surgical procedure to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.